Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out-of-range pacing impedances of less than 200 ohms. Also noise and false mode switching. The plan to intervene is based on insurance availability so it is unknown if or when a revision will be done. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The inspection demonstrated a rubbed through insulation at approximately 8 cm distal to the is-1 connector pin. The outer conductor coil was found fractured at this position. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics and the location of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.